Manufacturer narrative:
A ge representative evaluated the sys and regreased the high voltage connectors. Sys operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported a loud pop sound and an error code was displayed. No pt injury was reported.